Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure to relocate and replace the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure to relocate and replace the ipg.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure to relocate and replace the ipg.